Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms; however, no progression of the previously suspected driveline wire damage was observed. The submitted log file contained events spanning from 20jun2024 to 26jun2024. The log file recorded persistent driveline fault alarms consistent with phase 3, which is redundantly supported by the red and orange wires. No other notable alarms were captured, and the pump appeared to have been operating as intended at the fixed speed. No additional information regarding the event has been provided at this time. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Known driveline fault and short to shield captured under 2916596-2022-01543.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with a known driveline fault and short to shield presented to the clinic for a routine visit. Log files were submitted for review and captured multiple strings of driveline fault alarms during the 6-day length of the log file history mentioned. There appeared to have been a potential severed/broken conductor-wire connection in phase c within the driveline.